Event description:
Following liposuction case, pt exhibited burned and defected areas of the abdomen. Pt received skin grafts. Grafts opened and pt was treated new grafts. Pt not admitted to hospital.

Manufacturer narrative:
Surgery was performed in (B)(6). Dr (B)(6) reported that the device was used for over 200 cases without complications. Several recent cases exhibited injury commensurate with heating issues. Probe was replaced and no further complications have been encountered, according to physicians. From physician narrative, probe believed to have been used past end of useful life.